Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the rptr: the stapler only placed staples on the distal end of the product staple line. The doctor used another device to correct the staple line formation. There was no bleeding reported in excess of 250cc. Operative time was not extended by more than 30 minutes. There was no unanticipated tissue loss.